Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication during infusion. It was observed that at least half of the dose volume remained in the device after the expected therapy time was complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between june 7-11, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.